Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks, and oversensing. It was replaced with a (125) lead .